Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/3/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Visual analysis of the returned product revealed that one opened sample product code sxpp1a404 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have one side broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qkmaem, and no non-conformance's related to the reported complaint condition were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? No further information is available. Lot number? No further information is available. Was the fixation tab intact when the suture was placed in the patient? The fixation tab was broken during use. Was the ¿missing barbs¿ noted during visual inspection or during use on patient? No further information is available. Did the barbs fail to engage in the tissue? No further information is available. Can the surgeon describe the appearance of the barbs during second procedure? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and a barbed suture was used. During the procedure, the fixation tab was broken with use. There were no adverse consequences to the patient. No additional information was provided.